Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, when the endoscope was installed, the camera arm rotated. The customer tried another endoscope and the arm did not rotate, but the image was deficient. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the second endoscope, reseat the drape, and then try the first endoscope again (if possible). The customer indicated they would follow the advice and the surgeon continued with the case robotically. The live logs were not currently available. There was no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the non intuitive motion, an investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. The customer resolved the issue by replacing the endoscope. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to replicate the reported issue. The system was working properly and no additional action was required. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.